Event description:
The patient reported that the up and down arrow buttons feel "mushy and gummy". She said, the buttons usually activate desired pump functions but if the pump is warm or it is hot outside, the buttons stick and scroll. There was no known trauma to the pump and the keypad rubber was intact. The patient occasionally cleans the pump with water. The selection on the display screen was scrolling.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.